Event description:
Boston scientific received information that that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate shocks. The patient¿s medication was changed. It was also reported that around the same time the patient had a syncopal episode in which they fell and injured their knee. It is unclear if the syncopal episode occurred before or after the inappropriate shocks as the patient is a poor historian. As such the physician is unsure if our device caused or contributed to the syncope. Since then there have been no additional syncopal episodes. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.